Event description:
It was reported when using the pyxis medstation es system failed to transmit critical low or stockout notifications to the pharmacy automation devices in the central system for replenishment purposes. The customer reported that the insulin went far below the critical low level, ran out of stock, and the label was not sent to the pharmacy. The nurse had to call the pharmacy directly, causing a brief delay in getting the insulin. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that failed to transmit critical low levels or stockout notifications to the pharmacy. A technical support specialist checked the medication's crossing for just in time triggers and the refill message for just in time cross after the customer unloaded and reloaded the medication. The customer proceeded to monitor the issue. The system functioned as intended after the technical support specialist troubleshooted the device.